Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 219, 187 and 202 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is (B)(6) 2016. The customer provided the last five results from her daily log book: (B)(6). Memory concerns: 219 mg/dl, 187 mg/dl, 202 mg/dl, 189 mg/dl. Customer has not had any recent changes in diet, exercise, or medications. Customer states she stores supplies in the bathroom; instructed customer on product proper storage environmental conditions.